Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a pre-fill syringe. The customer reports that her father was using the saline and heparin flushes from on (B)(6) 2013. The saline and heparin were used twice a day in a double lumen PICC line that was put in place following a surgery from a wound. The pt developed resistance pseudomonas and passed away on (B)(6) 2013 from complications.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.